Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the lower esophagus during a peroral endoscopic myotomy (poem) procedure. The exact date of the procedure was not provided. During the procedure, the clip locked onto the tissue and successfully released from the catheter. However, two pieces of metal came off, the yoke and ball weld, exposing a jagged edge to the proximal end of the clip. The same issue happened with the second resolution 360 clip device. Both clips were removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.